Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure the electrocardiogram (ECG) indicated a pacing or sensing failure when the new implantable pulse generator (ipg) was implanted. It was also noted a non cardiac contraction wave form and marker was observed on the ventricle channel. In an effort to investigate the issue, the physician found the setscrew could not be rotated. After several attempts the setscrew was rotated however there was concern the screw thread and / or grommet had been damaged and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.